Event description:
The customer reported that the autopulse nxt platform (sn (B)(6) displayed a flashing yellow triangle alert during a training session. The customer paused the nxt platform and compressions stopped. After resuming the nxt platform, the yellow triangle alert flashed again. The customer stated they probably turned off the nxt platform three times and removed the nxt battery, but the issue persisted. No patient involvement.

Manufacturer narrative:
The reported complaint was not confirmed during functional testing. The autopulse nxt platform functioned as intended. Visual inspection of the returned autopulse nxt platform showed no physical damage. A review of the archive data showed no hardware faults. However, software-related fault 1097 was logged for the motor encoder. Fault 1097 is failed to read the encoder position during the sync operation. This fault occurred for 6 consecutive power-ups, lasting about 7 minutes each time. This fault occurs infrequently and causes the yellow triangle indicator to flash. The fault cleared on its own after a total of 38 minutes. The root cause of the fault is unknown. The autopulse nxt platform passed preliminary functional testing without any fault or error. The autopulse nxt platform was tested using the medium resuscitation test fixture (mrtf) with two known-good nxt batteries until discharged without fault or error, and the customer's reported complaint was not replicated.